Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) had moved caudal from t9 to t12 which was verified under fluoroscopy. There was also an anchor insertion/retention issue noted with the lead movement issue. The patient experienced a loss of therapy and stimulation (at the lead location) associated with event. Diagnostic and troubleshooting also included impedance testing (results not reported). The patient was to be scheduled for a lead revision procedure although there was no date scheduled at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).